Event description:
The ortho summit sample handling system instrument did not pipette sample and reagent and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument and found a bad tip clip in the position 10 plunger clamp. Fse replaced the tip clip, plunger clamp, lld spring and tip clamp. The instrument was tested without further problem and it was returned to expected operation.